Manufacturer narrative:
Evaluation summary: manipulation due to post-operative stiffness is reported. Implant compatibility was confirmed. X-rays were not provided. As such, the implant construct cannot be analyzed radiographically. Based on the available information, an exact cause for the reported condition cannot be determined. Manufacturing documentation for the reported components has been reviewed and indicates the devices were manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient underwent manipulation for post-operative stiffness.